Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the service history records found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the coating at the insertion tube peeled off due to stress of repeated use, external factors, or handling of the device. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.2 preparation and inspection of the endoscope -inspection of the endoscope 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation was performed. Upon inspection and testing, peeling on the coating of the insertion tube was confirmed. In addition, a pinhole on the rubber cover (a-rubber) caused a loss in water tightness; the a-rubber had a cut and a chip; and the connecting tube had a wrinkle. The bending angle in the up direction did not meet standard value, caused by a longer than normal angle wire. The connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
A customer reported that the coating peeled on the insertion section of the lf-tp tracheal intubation fiberscope. There were no reports of patient harm.